Event description:
Adverse event(s): "no patient injury" (no consequences or impact to pt). Product problem(s): "during phaco there was only irrigation" (device operates differently than expected). The customer reported that during phaco, there was only irrigation. The issue occurred intermittently. The footswitch was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem with the footswitch. The company service rep found the a/c insert module was broken and was replaced. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).